Manufacturer narrative:
Findings: unit received with intermittent buttons due to unlocked connector at lcd board. No frozen screens were noted. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 170 mg/dl. The customer was trying to put in a bolus, button are not working the customer doesn't recall any significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.